Manufacturer narrative:
It was noted that the device is not available for evaluation as it was implanted in the patient. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that, during a tha, a surgeon inserted a accolade2 stem into a patient femur with a quick connect inserter. However, he could not dissociate it from the stem. He strongly pulled it and could finally dissociate it from the stem.